Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient¿s age at the time of the event was unknown; however, the patient was a pediatric patient. The event occurred on a unreported date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue between the patient¿s pd catheter and the locking titanium adapter. One month after the pd catheter insertion and titanium adapter installation, the titanium adapter disconnected from the tip of the patient¿s pd catheter. The catheter appeared to fit well and there were no perceived problems. The titanium adaptor was also inspected for patency and integrity before use. The cause of the disconnection was unknown and the patient¿s titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.